Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 at 10:28 pm, the patient accidentally erased all pump settings from the pump, after downloading the data. The patient was unaware this had occurred. At some time during the night, the patient woke up experiencing the symptoms of shaking and sweating. The patient did not test her blood glucose level, and administered self-treatment by consuming cereal. Afterwards, the patient¿s blood glucose levels were 165 mg/dl and 133 mg/dl. Troubleshooting revealed the basal rate was off during the night since the patient had erased all settings. The patient did not report experiencing any hyperglycemic symptoms. The issue was resolved with patient education, as the customer service representative was able to talk the patient through resetting all pump settings and programming. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by erasing all pump settings; there was no evidence the pump was not functioning appropriately. However, as the patient suffered symptoms suggesting severe hypoglycemia after this occurred, and received treatment with food, this complaint is being reported.